Manufacturer narrative:
Based on information provided, it cannot be determined when the foreign body alleged to be v.a.c. Dressing was inadvertently left in the wound. The foreign material was not returned to kci for identification; therefore, kci is unable to confirm its identity. This report is being filed due to possible user error.

Event description:
The following information was reported to kci: the patient's physician stated foreign material alleged to be v.a.c. Dressings had been left in the patient's wound. On (B)(6) 2014, the patient stated the physician did not examine the wound on (B)(6) 2014 at clinic visit. On (B)(6) 2014 the director of home health agency, stated that on (B)(6) 2014 the nurse noted difficulty removing the dressing and notified the physician. The patient was subsequently seen by the physician on (B)(6) 2104 and the dressing was surgically removed on (B)(6) 2014.